Manufacturer narrative:
(B)(4). The first follow-up report indicated that no sample was returned for evaluation. A sample has since been recieved. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath that was broken into two pieces. The sheath body had split along the score line on one side only and remained attached on the opposite side. One of the sheath tabs has broken off creating the second piece. Tear marks on the separated tab revealed that on one side, a small piece of body material remained attached and the opposite side appeared to have a difficult tear since the tab material was stretched. Microscopic examination revealed a missing piece of sheath body at the proximal end, matching the piece in the tab. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed since no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, similar issues with this same product have been investigated and determined to be manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported that one of the wings broke off of the peel-away sheath making it difficult to peel away. As a result another sheath was used from the same product and lot was used. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# (B)(4).